Event description:
It was reported that the user inadvertently entered the fill tubing function and delivered approximately 0.7 units of insulin while still connected to the infusion set, after which the user was guided to disconnect, complete the priming step properly, and then reconnect; the event involved the infusion set and cartridge with unintended insulin delivery during tubing fill, and no alerts or alarms occurred. No reported adverse clinical effects. Blood glucose observed near 104 mg/dl rising to 113 mg/dl during the call. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education via phone support. Investigation of this case revealed correctable user operation error with successful completion of the fill procedure after instruction and stable blood glucose thereafter. It was concluded that the device functioned as designed, and user guidance resolved the issue.